Manufacturer narrative:
D2 - common device name phakic toric intraocular lens, product code: mta corrected to qcb. Claim #(B)(4).

Manufacturer narrative:
D4 - expiration date: 31-aug-2023 corrected to 31-aug-2026. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. Due to lens rotation not associated with low vault, the lens was repositioned twice. This resolved the problem. Cause of the event was reported as unknown.